Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they had not been using their spinal cord stimulator for a week or so because it was taking too long to charge their implanted neurostimulator since a couple of weeks ago. The reason for the call was pt said they kept getting a message on their controller that said the controller battery was too low to charge the implanted neurostimulator. During the call, the patient plugged in the ac power supply to the controller and the green light was flashing on the controller. Patient then unlocked their controller and got no device found. Patient pressed recharge and got the batteries low: recharge the controller message. Agent suggested the patient charge the controller to 100% and then charge their implanted device. The troubleshooting steps that were taken on the call resolved the issue. Further troubleshooting was not performed because agent address reason for call.